Manufacturer narrative:
The manufacturer previously reported a ventilator was unable to measure data. A review of the device's downloaded event log confirms a "service required" alarm condition occurred.. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was unable to measure data. A review of the device's downloaded event log confirms a "service required" alarm condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.